Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found that the power switch was punched all the way back along with no video. Additional finding found the following: the locking mechanism and front panel and feet were bad, software was set to version 1.05 and recommended to be upgraded, and there was no video with the 180 scopes. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had a power switch issue, the switch is punched all the way back. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the power switch issue and no image being displayed could not be identified. However, it¿s likely the cause is related to a faulty power switch. Olympus will continue to monitor field performance for this device.